Manufacturer narrative:
The mentor failure analysis lab has completed the evaluation of the suspect medical device. Device evaluation summary: during the visual evaluation of the device no apparent damage or anomalies were observed. Leak testing was performed in accordance with mentor's procedures. Findings revealed two tears on the posterior view. Tear a measuring approximately 0.1 cm and tear b measuring approximately 0.2 cm. Microscopic examination in the edges of both tears revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor received additional event information that the patient underwent explantation on (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: generalized illness. H6 patient code 3191: medical device removal. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the suspect medical device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Device information has been updated as per the receipt of the suspect medical device (400cc mentor smooth round moderate plus profile saline breast implants). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent a breast augmentation revision with two unknown mentor saline breast implants has experienced postoperative bilateral deflation of implants and unexplained systemic symptoms, including headaches, joint pain, back and neck pain, left arm numbness and tingling with elbow pain and lack of strength, chronic fatigue, insomnia, depression, brain fog, memory difficulties, mood swings, and hair loss. Patient also reported breast pain along with redness and blotchy discoloration, bruises on the right breast, uncomfortable feeling of something rubbing against the chest wall during movement, and noises coming from the implant. Deflation of implants were confirmed by ultrasound, and findings also indicated that implants have folded onto itself. In addition, patient reported undergoing a hysterectomy in (B)(6) 2017. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the left-sided implant.